Event description:
On (B)(6) 2011 at 05:32pm, the lay user/patient contacted lifescan (lfs) alleging that her ultramini meter displayed a message "indicating that the meter is in memory mode". The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began approximately in late (B)(6) 2011 (exact date and time unknown). The patient reported that she attempted to obtain her blood glucose with the subject meter and obtained an "unknown meter memory" message. The patient reported that she manages her diabetes with insulin (no adjustments). The patient further stated that she took her "usual dose of medication" following her diabetes routine due to the issue. The patient reported that three or four days after the start of the product (exact time unknown), she became "sweaty" due to the product issue. The patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed that the patient was using the proper testing technique. The customer care advocate (cca) noted that the issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). 2012 supplemental information: patient outcome attributed to adverse event were omitted in error on the 3500a.